Event description:
A nurse reported a dull knife was noted during a procedure. There was no pt impact reported.

Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the info above it is unlikely that the damage occurred during the mfg process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with other instrument on the instrument tray during procedure setup. Because the exact root cause for this complaint is unk, specific action with regards to this complaint cannot be taken. There have been no changes in the mfg process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).